Event description:
A customer reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 193 mg/dl. The customer resolved the issue by changing the infusion set and cartridge. On (B)(6) 2025, the customer went to the ER only to obtain an alternate method of insulin (mdi) therapy if needed. Ultimately (B)(6) 2025, the customer reverted to mdi due to occlusions alarms continuing.